Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The armada 35 instruction for use (IFU) states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The off-label use does not appear to have contributed to this complaint of hub leak. The event was possibly related to hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a slow leak was noted on the proximal edge of the armada 35 balloon catheter during use in the left common iliac vein. The armada 35 was removed from the anatomy and replaced with a non-abbott balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.